Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had pacing-like spikes appeared in the externally input ECG waveform. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Other contact person name: (B)(6). Updated field: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated the issue could not be reproduced during subsequent evaluation, and it was considered possible that a narrow waveform had been falsely detected as a pacing spike. No component replacement was required. A planned follow-up visit has not yet been scheduled, as the equipment remains in active clinical use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings, investigation conclusion).